Event description:
Healthcare professional reported, through national breast implant registry (nbir), "capsular contracture -baker grade 4", "device migration/implant malposition", "suspected/actual rupture/deflation", and "change shape/size/style". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture -baker grade 4.